Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted because the patient was unable to tolerate the lens. There were no sutures required and the lens was replaced with a z9002 22.0 diopter iol. No additional information was provided.

Manufacturer narrative:
Initial reporter - through follow up the last name of the physician was provided: dr. (B)(6). Device available for evaluation? Yes. Returned to manufacturer on: 01/12/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. Lens was cut in pieces, most probably to make explant possible. Considering the condition of returned sample, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.